Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-sep-2018 with the following findings during investigation, there were unexplained pump reboots observed in the black box. The battery compartment was cracked above & below the bumper pad. There was corrosion observed inside battery compartment. The returned battery cap had stripped threads. The battery cap was unable to maintain electrical connection and the reported ¿power¿ complaint was duplicated. A test battery cap was able to fit to maintain electrical connection & was used to complete a 12hr duration test; there were no pump reboots duplicated during this time. A leak test failed with a battery compartment leak. The pump cover was removed and there was internal moisture found on the pcb & internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.